Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the reported issue was caused by the device's system pcb assembly. A replacement for this part is not available due to part obsolescence. The device was unable to be repaired and was returned to the customer unrepaired.

Event description:
The customer contacted physio-control to report that their device does not deliver the correct level of defibrillation energy, as a result, the wrong defibrillation therapy may be delivered to a patient, if needed. There was no report of patient use associated with the reported event.